Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices were received; therefore the condition of the components is unknown. The DHR was reviewed and no discrepancies relevant to the reported event were found. Primary operative notes does not suggest any intra operative complications. Office notes state that patient consistently complained about pain, stiffness, range of motion. X-ray shows implants in good position without complications. Patient presented with pain and moderate swelling of bilateral knees, stiffness and antalgic gait with a walker. Office notes state that patient has consistent knee pain 9/10 (severe) as well as consistent low back pain right side greater than left, no instability, tenderness to palpation over the medial and lateral joint lines of the left knee. MRI results state - mild to moderate degenerative changes combined with excess epidural fat in the lower lumbar spine result in areas of spinal canal narrowing, l3-s1 mild to moderate spinal canal stenosis, disc bulge. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 3 years post implantation, the patient has been experiencing pain, swelling, and instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 00111214001, bone cement, lot # 82564431 (qty: 2). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05301, 0001822565 - 2019 - 05303.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date: (B)(6) 2018. Concomitant medical products: 42522400714, articular surface, lot # 62957509 , 42500006402, femur cemented, lot # 63239724, 42540000032, poly patella, lot # 63314563. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04627, 3007963827 - 2019 - 00305, 0002648920 - 2019 - 00781.

Event description:
It was reported that approximately 17 months post implantation, the patient has been experiencing pain, swelling, and instability. Attempts have been made and no further information has been provided.